Event description:
Reported per clinical trial (B)(4): on (B)(6) 2017 - subject patient underwent a primary laparoscopic midline umbilical hernia repair procedure. A bard/davol ventralight st mesh was placed in underlay fashion and was fixated using a non-bard/davol fixation device along with a non-bard/davol ti-cron mechanical suture with 4 fixation points. The patient was discharged to home on (B)(6) 2017. On (B)(6) 2018 - subject patient was diagnosed with midline umbilical hernia recurrence. On (B)(6) 2019 - subject patient underwent an open laparotomy procedure to repair the hernia recurrence and a permanent synthetic mesh was placed in a sandwich fashion and the patient was discharged to home on (B)(6) 2019. Per the study clinician, the reported adverse event has been assessed moderate severity, possibly related to the study device and possibly related to the procedure. The outcome for this ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, about eleven months post-implant of the ventralight st mesh, the patient was diagnosed with hernia recurrence. As reported, about one year later, the patient underwent hernia repair procedure. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and possibly related to the procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Not returned - remains implanted.